Event description:
During a tvh procedure, the shim detached from the open forceps and fell into the patient. The shim was recovered with no patient harm. Another like device was used to complete the procedure.

Manufacturer narrative:
The complaint was confirmed. Adhesive bond failure between the shim sub assembly and the jaw of the forceps with the power cord. The shim was returned with the device, most of the residual adhesive is on the back side of the shim sub assembly. Conclusion: bond failure between the shim and the jaw of the forceps. Engineering is aware of the failure mode and will investigate and implement corrective action based on the findings.